Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medial that the vela ventilator shows a transducer error message and no ventilation is possible. The calibration screen indicates the exhalation pressure transducer calibration fails, the transducer value is out of range. The customer advised there was no patient involvement associated with this event.